Event description:
Was called to evaluate PICC [peripherally inserted central catheter] line for leaking at site. When flushing or connecting to the white lumen only, fluid/blood would escape at insertion site. Recommended removal of line and line holiday. Line was removed per md order and at the 6cm mark, noted that there were approximately 4 small holes in line. Line was kept and images were taken by vat [vascular access team] nurse manager, [redacted]. Lot # for removed PICC is rejw2533.